Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's trial procedure was aborted due to the physician having difficulty placing the lead at t5. The patient had competitor leads at t7-t8. The physician was able to tunnel the trial lead past the competitor leads, but the scar tissue formed by the t7-t8 competitor leads caused the trial lead to go anterior. The physician confirmed anterior trial lead placement via x-ray and intra-op testing. The trial lead was explanted and the procedure was abandoned.